Event description:
It was reported that the patient was told post implant by her physician that one of the wires ¿popped loose¿ but that it wouldn¿t make a difference to her therapy. When stimulation was turned on, the patient reported shocking/jolting sensations. On (B)(6) 2015, the stimulation hit the patient so hard it ¿knocked patient into a jerk.¿ the patient also described sharp pains with stimulation on; her neck was hurting, and she could not move it or she will get a sharp pain like ¿someone hit her in the gut.¿ the patient had turned stimulation off as of the day of the report and the pain had gone away. No trauma or incident had occurred. The patient was redirected to her physician to check the system. Additional information was requested regarding troubleshooting, any intervention and outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-02, lot # n245344, implanted: (B)(6) 2011, product type accessory; product ID 3487a, lot # l57984, implanted: (B)(6) 1999, product type lead; product ID 37083-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).